Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported proximal shaft separation appears to be related to circumstances of the procedure as it is likely that manipulation and/or inadvertent mishandling of the device during and advancement against resistance and/or other devices used during the procedure resulted in the separation. There was no damage noted to the balloon catheter during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The (B)(6) traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a totally occluded, de novo lesion in the mid left anterior descending coronary artery with heavy calcification. Following pre-dilatation of the lesion, an unspecified stent was deployed. Imaging, post stent deployment, identified the stent was malapposed at parts of the lesion. A 2.50x12 mm nc traveler rx balloon dilatation catheter (bdc) was advanced for post dilatation of the stent; however, during post dilatation, a separation of the proximal shaft of the bdc occurred. The shaft separation was located outside of the anatomy and the bdc was easily withdrawn from the anatomy. An additional 2.50x12 mm nc traveler bdc was used to successfully complete post dilatation of the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.